Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the drive support cap was sticking out. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked case on display window, a stained end cap sticker and minor scratches on the display window.